Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
Additional information: a review of radiographic images shows preoperative ap and lateral views of lumbar spine show a grade two spondylolisthesis at l3 with advanced degenerative arthritis at l4 and l5. Postoperative film shows long construct from l2 to s1 with cross link. L5 level has inter body device. Subsequent complication is a superior endplate fracture of l2 with cut out of the l2 screws. This is treated with augmentation of pedicle screws with pmma and extension of the construct to t11. Vascular cement extravasation is noted at t11. This represents failure of osteoporotic bone due to stresses applied across the thoracolumbar junction and is an expected complication and known risk of such a procedure.